Manufacturer narrative:
Please retract this report 2017865-2024-72024 as there is no known malfunction of this device.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the pacemaker exhibited low r-wave amplitudes. No intervention was performed. The patient was stable and will continue to be monitored.